Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected field: h4 olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the results of the investigation, it was possible that the incident was caused by users not reading the instruction manual carefully and not having sufficient knowledge about the equipment. However, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the frequency of acetaminophen concentration checks would be "once in the morning, and every time after the 20th check.". There were no reports of patient involvement.